Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2022-01-04. Investigation summary: bd received three (3) samples and one (1) photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for label lift was observed, as the photo shows that the labels were misplaced and some of the cups had no labels. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for label lift was observed, as the urine cups did not have labels. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality notifications. This complaint has been confirmed for the indicated failure mode of label lift with the provided photo and returned samples. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® urine collection cup there was a sterility issues and no label or missing label information. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: "the label is detached from the cup."

Event description:
It was reported when using the bd vacutainer® urine collection cup there was a sterility issues and no label or missing label information. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: "the label is detached from the cup."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.